Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the cupola was broken at the lighthead shaft. The fst removed the device from service, pending repair. Additionally the device was directly involved with the reported event however was not being used for treatment or diagnosis of the patient when the event occurred. The investigation is ongoing and the result will be included in a follow-up report.

Event description:
The customer reported that the cupola broken at the lighthead shaft, after a surgery. No injuries were reported. There was no patient involvement. Factory reference number: (B)(4).

Manufacturer narrative:
A review of the working instruction in production was made and it requires to use three screws for this assembly. Therefore, it can be assessed that this is an isolated failure. A retraining of the operators in production was made in order to prevent similar events.

Event description:
Factory reference number: (B)(4).

Manufacturer narrative:
The lighting has been replaced by a new one. The investigation is on-going and the result will be included in a follow-up report.

Event description:
(B)(4).

Manufacturer narrative:
The field service technician replaced the cupola with a new one and returned the device to service. Maquet evaluated the broken cupola and determined that the device failed to meet its specification due to one missing fixing screw out of three. The screw was missing from production at the manufacturer facility. The investigation is ongoing and the result will be included in a follow-up report.

Event description:
(B)(4).